Event description:
Spontaneous. Patient's nurse (B)(6) reported the patient's pump stopped working. It was stuck on down occlusion. Nurse was able to complete infusion via gravity. No adverse events or interruption in therapy reported. Pump available for return. No further information. Indication: chronic inflammatory demyelinating polyneuritis.reported to (B)(6) by: health professional.